Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 200mm descending dissection. It was reported that the patient suffered and embolic event and expired the next day. The physician stated the event was not stent graft related.